Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 311.9 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appeared in good condition. There was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event of "blast shield blew" was not confirmed. The analysis of the returned device revealed that there was distorted light from the sma connector, indicating a fracture within the fiber connector. The exposed glass tip was in good condition. The blast shield is a component of the laser console. Only the laser fiber was returned for analysis. The laser fibers are consumable devices and expected to degrade with use. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on may 26, 2021 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2021. During the procedure, the blast shield blew after using with a laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: this event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.